Event description:
During final reduction of the implants, the surgeon decided a longer neck length was needed. Several attempts were made to remove the femoral head component from the trunnion of the stem. The last attempt resulted in extraction of the femoral head component with the femoral stem in one piece. Another stem and head were available and used to successfully complete the surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.